Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: occlusion and failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted an arteriotomy closure of a diseased right femoral artery after an interventional procedure. Reportedly, angiography revealed an obstruction at the suture level. During surgery, it was found that a flap of plaque just proximal to the arteriotomy had closed the artery. The suture and flap were surgically removed and hemostasis was achieved using a vascular patch. There were no reported adverse patient sequelae.

Manufacturer narrative:
The customer reported that device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.